Manufacturer narrative:
(B)(4). Device evaluated with defect found. Most likely underlying root cause: user mechanical stress.

Event description:
Customer complains of partial characters on meter display. Customer turned meter on and verified meter is displaying partial characters. Customer complaining her meter display is missing parts of the numbers. Customer states half of the last number is missing.